Event description:
Information was received that reported a patient was hospitalized due to diabetic ketoacidosis. The reporter stated he awoke at 0700 and checked his blood glucose and it was 500 mg/dl. He gave himself a correction bolus and checked for ketones and found he was spilling large ketones. When he re-checked in one hour he was 489 and vomiting. He went to the hospital where he was admitted and treated with IV fluids and insulin. He signed himself out the next day, went home and removed the infusion set (manufacturer unk) and found that the cannula was "split" and damaged. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.